Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed dried blood clogging the wbc (white blood cell) bath drain thereby causing the bath overflow. The fse bleached and cleaned the wbc bath and replaced tubing and check valves in drain pathway. No further evidence of bath overflow was observed. Failure mode is attributed to dried blood clogging the wbc bath drain. Results: clog in the wbc bath drain. (B)(4).

Event description:
The customer reported a bath overflow involving the coulter ac*t diff analyzer. The customer indicated that approximately 20 ml leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. It is unknown if the instrument generated any flags or error messages as a result of the leak.